Event description:
The customer reported intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin. Additional assistance was requested for further support, and ultimately, a replacement pump was recommended following escalated troubleshooting. The customer continued to use the pump for insulin therapy.